Event description:
It was reported that an intuitive representative called to report an issue with the insufflator, which had stopped working during a case. The staff had to restart the insufflation several times. The caller mentioned that the insufflator was recently replaced but did not provide many details. The technical support engineer was unable to troubleshoot the issue, and the logs showed some informational errors related to the insufflator. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue, "the insufflator was not working," was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and powered on, resulting in error 2001. From these findings, failure analysis could not determine the root cause of the issue. The unit will be returned to the OEM for potential repair.